Event description:
It was reported that during a renal arteriogram procedure, the cutting balloon became stuck in the deployed stent. During deployment of an unspecified renal stent, the flextome monorail balloon became stuck in the stent. The balloon "ruptured, tore, and became retained with the renal stent". The flextome monorail balloon catheter was removed "with some force", however multiple fragments of the balloon were "missing". It appeared that the balloon fragment was caught on the wire, therefore the physician removed all of the monorail system and the unspecified wire broke off. The pt was taken to surgery with kidney failure. Fragments of the balloon and wire were not able to be located and removed from the pt during surgery. The pt has undergone add'l surgeries and "has sustained deterioration in his physical and mental health".